Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple non-sustained rv oversensing episodes were observed via remote transmission. Review of the egm revealed far p-wave oversensing. Programming changes were made. The patient will continue to be monitored normally.